Event description:
It was reported that a pt underwent a sling procedure in 2007. Post-operatively, the pt experienced constant pelvic pian, urinary leakage and dyspareunia. The pt was referred to a urologlist and diagnostic testing was completed. The pt was referred to a second urologist and was told she needed a surgical procedure to "clean up the hanging ends" of the mesh that were causing the leakage and pain. The procedure was performed, however there was no improvement in symptoms. The pt was given three different incontinence medications and the leakage has persisted.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.